Event description:
Report was received form USA stating that there was a "hole in hose" of the device. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device was evaluated and the problem was confirmed. If additional information is received, a supplemental MDR will be sent. (B)(4).